Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill gauge estimate. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to assist with reloading the cartridge.